Event description:
It was reported that this was a venotomy closure with two access sites at the left common femoral vein using a proglide device after an atrial fibrillation ablation procedure using an 11f sheath at the proximal access site and an 8f sheath at the distal access site. Reportedly, the 11f proximal access site was successfully closed with the suture of one proglide device. The 8f sheath at the distal access site was attempted to be removed but would not come out. Surgery was performed to retrieve the sheath. It was confirmed during surgery that the proglide device successfully deployed at the 11f proximal access site punctured the 8f sheath, causing resistance during the removal of 8f sheath. No vessel damage was noted. Hemostasis at both access sites was achieved with manual compression. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.